Manufacturer narrative:
Device received with unresponsive buttons, problem isolated to keypad assembly. Unable to perform displacement test or self test due to unresponsive keypad.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump button was hard to press. Customer stated that the scroll bar was not moving with no input. Customer stated that there was a response from a button. Customer reported that the insulin pump not exposed to a change in altitude. Customer monitor the time display, the minutes was change. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.